Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Event description:
It was reported that during a donor robotic nephrectomy procedure, the surgeon placed the device on the renal artery, closed the device and felt the device only partially fired. The surgeon was afraid to open the jaws for fear of having a cut line with no staples. The surgeon slid another device under that device and fired. The second device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/5 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.